Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break measured at 312mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink on the shaft polymer extrusion measured at 200mm proximal to the distal end of the tip. No further issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 28jun2020. It was reported that advancing difficulties were encountered. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.25x16mm promus element plus drug-eluting stent was advanced several times, but the stent could not reach to the lesion part due to severe tortuosity and calcification in the vessel. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, additional information received confirmed that the shaft broke after the device was removed from the patient's body.